Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications.

Event description:
On (B)(6) 2012, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 52 mm in diameter and was therefore implanted with gore® excluder® aaa endoprostheses. On (B)(6) 2012, follow-up computed tomography angiography imaging identified an aneurysm diameter of 45 mm. On (B)(6) 2017, follow-up ultrasound examination revealed an aneurysm diameter of 38 mm. On (B)(6) 2018, follow-up computed tomography angiography imaging confirmed an aneurysm diameter of 50 mm. The cause for the enlargement was stated to be unknown. There is no re-intervention planned at this time.